Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) exchange surgery, the patient was seeing halos. Due to the halos, the patient was having difficulty driving, watching tv, was afraid to ride his bicycle, and cannot play tennis. The patient also reported glare while driving. The surgeon feels the patient has problems with neuroadaptation. There are three medical device reports associated with this event. This report for the iol exchange, right eye.